Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, no damage was found to the keypad. All the keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts. Moisture was found in the display. The pump was opened to find moisture damage on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).